Manufacturer narrative:
Product event summary: a new main board was placed and calibrated. The device was tested and passed all tests. The device was cleaned and a new battery and seals were placed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the external pulse generator (epg) could not be switched on. The epg was returned for servicing. No patient complications have been reported as a result of this event.